Event description:
Placed catheter in 2009 and had to bring pt back two days later, because of leaking. The pt went back to the or the same day, to have a larger catheter placed. Leaking somewhere between the bladder and just under the skin. The pt then returned four days later (in the middle of the night) due to leaking again. The pt went to the or and had an 18fr pezzer catheter placed.

Manufacturer narrative:
Due to the complaint, device not being returned a proper eval could not be performed. One catheter set was pulled from stock for eval. The stock device was examined for defects anf flushed with water, noting no leaks or defects; within spec. Numerous attempts to obtain additional info concerning the incident have been unsuccessful. Due to the complaint device not being returned for eval and stock products being within spec, we cannot recreate or determine the customer's difficulty experienced.